Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2012. Subsequently, the patient experienced a periprosthetic femoral fracture on an unknown date in early 2015, which was treated with a competitor cable plate. It was further reported that a revision procedure was performed on (B)(6) 2015 due to the cable plate fracturing and non-healing of the femoral fracture. During the procedure, all components were removed and replaced. The surgeon could not remove the apex hole of the cup. There was a 15 minute delay due to the apex plug being stuck. The surgeon wanted to remove the apex hole to allow the liner trial to be used. A second screwdriver from the hospital was found to try to remove the apex plug which did not work. Then the retaining screw in the liner trial was removed to trial the liner. However range of motion could not be checked as the liner trial would slip out of position.